Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-04919. It was reported that the patient presented in clinic for an implantable cardiac monitor implant procedure. Prior to the procedure, an error alert was observed on the device. The implantable cardiac monitor was not used and another icm was obtained. The same error alert was observed on the second icm as well. The device was not used. A third device was obtained which was successfully implanted. The patient was stable throughout.

Manufacturer narrative:
Additional information: per analysis update. Customer complaint of error message was not confirmed. Device image indicated a product code download was performed after it was received. Test result did not show any memory corruption, this suggested that the cause of error message noted in the field was due to exposure to cold temperature. Analysis performed did not find any anomaly. Error message was not reproduced.